Event description:
It was reported this single coil implantable defibrillation lead exhibited a high out of range daily shock impedance measurement of 129 ohms. The measurements have been in the 110 - 123 ohm range. Technical services discussed resetting the alert with the programmer to monitor for any further out of range measurements. No adverse patient effects were reported.

Event description:
It was reported this single coil implantable defibrillation lead exhibited a high out of range daily shock impedance measurement of 129 ohms. The measurements have been in the 110 - 123 ohm range. Technical services discussed resetting the alert with the programmer to monitor for any further out of range measurements. No adverse patient effects were reported. Additional information was received indicating another out of range shock impedance measurement occurred. The value of the daily measurement was 126 ohms. Review of stored episodes found the patient had appropriate therapy delivered with a shock impedance measurement of 65 ohms. Adjustment of the out of range limit and continued monitoring were discussed. No adverse patient effects were reported.